Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-apr-24 arjo employee was notified about a complaint involving enterprise 8000x bed. Following the information reported the bed subframe was twisted, dipping down on the left-hand side foot end, as per the patient's perspective. There was about 1.5 inches distortion between left and right corners. The deflection was reduced about 50% by radius arm assembly replacement, however it was not eliminated. The initial information was that the overall stability of the bed was not affected. There was no patient lying on the bed at that time. There was no injury nor other medical consequences sustained. Additional pictures provided by the service technician on 2018-may-15 confirmed that the subframe was also bent in its middle part, where the actuator is mounted to the frame, the backrest actuator was damaged mechanically and one of the radius arm popped out of the spigots. In technician's opinion it could be caused by bed being pushed into a doorframe. The dents of the subframe and radius arm were probably the result of misuse. When an external force is put on the backrest frame of the bed the deformation of the frame can occur, e.g. The bed is raised/lowered on the windowsill located under the backrest frame or as per the technician's suggestion when the bed is pushed into a doorframe. To ensure the safety of our products instruction for use provided together with the involved device (746-585-UK-11) describes safety requirements during bed operation. User will find there the instruction to make sure that no obstacles restrict bed movement when it is operated. The enterprise 8000x bed (serial number: (B)(6)) manufactured on 2015-jan-27 was checked before being distributed to the customer and verified to meet the required manufacturer's specification. The device history record has been reviewed and no anomaly was found. It is also worth noting that the enterprise 8000x bed has been designed, produced and certified to meet the requirements of standard iec 60601-2-52. This confirms that the beds are stable devices while used accordingly to product instruction for use. Summarizing, upon the device inspection conducted by arjo technician we were able to identify the exact cause of the malfunction occurrence which is associated with abnormal use. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment that pose a risk of bed collapse. The radius arm detached from bed's frame and from that perspective, the enterprise 8000x bed did not meet its manufacturer's specification. - attachment: [cover letter.pdf]

Event description:
On (B)(6) 2018 arjo employee was notified about a complaint involving enterprise 8000x bed. Following the information reported the bed subframe was twisted, dipping down on the left hand side foot end, as per the patient's perspective. There was about 1,5 inches distortion between left and right corners. The deflection was reduced about 50% by radius arm assembly replacement, however it was not eliminated. The initial information was that the overall stability of the bed was not affected. From the pictures provided by the service technician on 15-may-2018 it can be seen that the subframe was also bent in its middle part, where the actuator is mounted to the frame, the backrest actuator was damaged mechanically and one of the radius arm popped out of the spigots. Based on the information from the service technician the bed did not collapse with the patient on. The radius arm came out due to an external force applied to the top deck. In technician's opinion the bed could be pushed into a door frame.